Manufacturer narrative:
No product will be returned for eval.

Event description:
The patient reported that in 2007, he was completely out of his mind and was "pressing all kinds of buttons". The patient reported that the ambulance arrived at his house and he was given 3 bags of IV glucose to stabilize him. The patient stated that he was so out of it he does not remember any specifics of what happened regarding the event. He reported that he was taken to the hospital where he was kept over night and released on the next day. The patient reported that when he was released his blood glucose was 210 mg/dl. A company trainer was requested to visit the patient. Follow-up attempts to contract the patient were unsuccessful. No product will be returned.